Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high readings "high (above 600 mg/dl), 307 and 310 mg/dl." This complaint is classified according to the documentation of the customer care advocate (cca). The patient manages her diabetes with self adjusting insulin. On (B) (6) 2010 8 am, the patient reportedly obtained a blood glucose reading of "high (above 600 mg/dl)" on the subject meter and took her insulin based on the sliding scale. In addition, the patient managed her diabetes by taking less food/drink as a result of the alleged high reading. The patient felt that she took too much insulin and subsequently passed out at noon. The patient reportedly was treated by the paramedics and was taken to the hospital. The patient could not specify the treatment and the blood glucose she obtained after she passed out. During troubleshooting, the customer care advocate verified that the test strips were in good condition and within the discard, the results were taken from an approved sample site, and the testing process was correct. The patient did not have any control solution to perform a quality control test. This complaint is being reported because the patient claimed she passed out and received medical intervention after she took insulin per an alleged inaccurate high reading obtained on the lfs meter. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.